Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and noted the capsule bag had torn. The lens was removed within the same surgery with no incision enlargement and three piece lens was implanted. The reporter stated sutures were not required and there was no vitrectomy performed. The reporter stated, the surgeon felt the capsule bag was unstable/compromised before inserting the aa4203tl model lens. The reporter stated it was unk if the lens was damaged. The reporter stated this facility used a competitor's phacoemulsification equipment.

Manufacturer narrative:
Lens work order search. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of reddish residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.